Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred which caused the customer to experience an elevated blood glucose (bg) level of 504 mg/dl. The customer administered a manual injection to address high bg. Customer changed pump supplies to address the occlusion alarm and continued to use pump for insulin therapy.